Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that display looked like it was filled with fluid and looked cloudy when she was trying to bolus. Customer's blood glucose was 220 mg/dl. Customer reported when she was rewinding the insulin pump, fluid came out between the cases. Customer mentioned the fluid smelled like insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.